Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse attempted to recreate issue but was not able to. Fse verified viewer sensors on both console worked correctly. The master5 tool manipulators (mtms) would lock up when their head was removed from viewer and sensors did not detect head in viewer. Fse performed several estops and did not recreate error customer experience and was able to recover from estop. Fse also verified after system restart and when recovering from estop that if viewer sensor was obstructed that mtms would lock in place due to head sensor obstruction, which is proper operation of function. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse attempted to recreate issue but was not able to. The fse's service visit did not reveal any issues related to the customer reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to technical service engineer (tse) that the system keeps locking up and the universal surgical manipulator (usm) arms all turn yellow. Tse reviewed the logs and found repeated fault 25328. The customer stated that they power cycled twice and the issue persisted after each power cycle. Tse was unable to find the faults in the system logs after the power cycle. Tse to get a log review on this system and there was no related errors were present. Tse recommended a system verification and ensuring the head sensor on each console are working normally. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic with the existing port sites. No harm was done to the patient. The customer was told that dv stat was called during the default. The patient demographics were shared.